Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture due to lead dislodgement. This ra lead was surgically abandoned and a new lead was replaced with different model. No additional adverse patient effects were reported.